Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted secondary to patient infection. During the explant procedure visual inspection noted that the lead was fractured near the suture sleeve. The patient is not pacemaker dependent.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils and cuts in the insulation 22 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits confirming the lead was electrically continuous and not fractured. Laboratory analysis determined that the insulation damage observed was induced as part of the explant procedure.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.